Event description:
Complainant alleged that while attempting to defibrillate male pt (age unk) the device successfully delivered a shock at 120 joules. During the second attempt to deliver a shock of 150 joules, selected manually, the device displayed a "pacer fault 117" message and did not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the pt subsequently expired.